Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the patient being "over-medicated" was the dose of hydromorphone and bupivacaine was increased. It was noted the patient's baseline weight was not measured.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (125.0 mcg/ml at 199.87 mcg/day) and bupivacaine (7.4 mg/ml at 11.8323 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had weakness, nausea, and vomiting following a pump dose change on (B)(6) 2016. The clinical diagnosis was it medication side effects. It was noted the patient presented to the hospital on (B)(6) 2017. On (B)(6) 2016, the patient reported feeling "over-medicated." The it rate and bolus dose were both decreased. It was indicated the event was related to the device or therapy and related to the drugs hydromorphone and bupivacaine with the action that cause the event being increased dose. The pump was refilled, rotating the opioid for fentanyl on (B)(6) 2016. The event resulted in an in-patient hospitalization. The event resolved without sequelae on (B)(6) 2016.